Manufacturer narrative:
(B)(4). The customer reported that the unit had a red x and was shutting down. There was no report of pt involvement. There was no report of pt involvement. The unit was evaluated at the (B)(4) and the failure was verified. Replacing the internal data card resolved the failure. The unit passed all post-servicing testing and was shipped back to the customer site.

Event description:
The customer reported that the unit had a red x and was shutting down. There was no report of pt involvement.